Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿during testing the pump displayed error code 41622¿ was confirmed through functional testing. Found cam flex sensor with unknown debris. Cleaned debris and error did not persist. The probable cause was debris. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿during testing the pump displayed error code 41622¿; during device evaluation the complaint was confirmed. Found cam flex sensor with unknown debris. There was no patient involvement or harm.